Manufacturer narrative:
Investigation revealed that there was no system malfunction. While utilizing excelsiusgps and excelsius3d, it was reported to globus medical that the l2-l screw was removed and replaced. An analysis of the logs ultimately revealed that the l2-l screw was misplaced due to a drb shift which was caused by use of the z drape. The l2-l screw was replaced intra-operatively and there were no reported adverse effects to the patient. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.